Event description:
The customer reported that their device had its service indicator illuminated. Upon initial evaluation by physio-control, it was observed that the device logged an event code and stated the paddles lead ECG would not function. Without paddles lead ECG, the device would not be able to charge and deliver defibrillation energy when in AED mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: the customer reported that their device had its service indicator illuminated. Upon initial evaluation by physio-control, it was observed that the device logged an event code and stated the paddles lead ECG would not function. Without paddles lead ECG, the device would not be able to charge and deliver defibrillation energy when in AED mode. There was no patient use associated with the reported failure. The initial medwatch report should indicate: the customer reported that their device had its service indicator illuminated. After evaluation by physio-control, it was observed that in addition to the event code which caused the service indicator, the device would not charge defibrillation energy. There was no patient use associated with the reported failure. The initial medwatch report indicates: (B)(4). The initial medwatch report should indicate: (B)(4). The initial medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly in the failure analysis center but was unable to determine a component cause of the reported failure. The initial medwatch report should indicate: physio-control evaluated the device and was unable to verify the reported charge failure. Physio did however verify the reported event code and also observed that the device did not have the ability to function in AED mode because the ECG in paddles lead did not function. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly in the failure analysis center but was unable to determine a component cause of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly in the failure analysis center but was unable to determine a component cause of the reported failure.

Event description:
The customer reported that their device had its service indicator illuminated. After evaluation by physio-control, it was observed that in addition to the event code which caused the service indicator, the device would not charge defibrillation energy. There was no patient use associated with the reported failure.